Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The resolute onyx device was prepped per IFU with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion located in the proximal ostium of the diagonal branch. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the stent dislodged during delivery to/at the lesion. The dislodged stent was ballooned in place. The patient was reported to be alive with no further injury.